Event description:
Adverse event(s): "refractive surprise" (postoperative refraction, unexpected). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported a patient with a refractive surprise following intraocular lens (iol) implant surgery. The surgeon reported he had to place a suture in the eye and feels that this contributed to the refractive surprise. The surgeon also reported that viscoelastic may be trapped behind the iol. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis, device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 08/06/2010 and 08/23/2010 by phone, fax, and mail. A completed questionnaire has not been received. Medical records were received on 08/03/2010. (B)(4).